Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (1000 mcg/ml at 474.9/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported a volume discrepancy occurred. It was not believed to be related to a pocket fill or the result of a programming error. The actual residual volume (arv) was 39 and the expected residual volume (erv) was 5.9. It was noted it was the first refill following a pump replacement. There were no volume discrepancy concerns prior to the pump replacement. The reporter was a home health nurse and was referring the patient back to the managing doctor to confirm a possible catheter connection issue. The patient experienced nausea, vomiting, and a lot more pain following the pump replacement. The change in therapy/symptoms was noted as sudden. The nurse was at the patient's home for a refill on the date of the report and noted the volume discrepancy. The patient had had one dose increase since surgery. The logs were checked and they were normal. It was later reported the patient had yet to report the increase in chronic pain to the doctor office. It was noted the hcp planned for a rotor dye study on the week of (B)(6) 2016. It was noted the patient did not complain of nausea, vomiting, etc. It was noted the resolution of the discrepancy would depend on the rotor test results. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.